Event description:
Event description boston scientific received information that this implantable defibrillation lead exhibited a loss of capture. X-rays appeared to indicate a perforation, but echocardiograms do not show any evidence of fluid buildup. R-wave measurements have decreased from 17 mv to 7 mv. Impedance measurements have remained stable between 500 and 700 ohms.